Event description:
It was reported per the patient, "I was high" and a ¿great deal of drug¿. Since then they try to keep the drug at minimal levels in case she needs to be treated for other reasons. It was noted they found out the patient¿s body is very sensitive and the patient must have a refill seven days prior to the alarm date. The patient experienced withdrawal. It was believed the pump was delivering morphine. Intervention and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The event happened when the patient ¿first got¿ the pump in 2000 / 2001.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11361r16, implanted: (B)(6) 2002, product type: catheter. (B)(4).